Manufacturer narrative:
The investigation determined that discordant results were obtained from samples from a single patient using the vitros hbs ag and vitros anti-hbs (ahbs) on the vitros eci immunodiagnostic system when compared to (B)(6) results obtained from two different non-vitros systems. A definitive assignable cause could not be determined. Based on the limited information provided for the evaluation, there is no indication of performance issues with vitros ahbs and hbsag reagent or the vitros eci immunodiagnostic system. A sample related issue associated with an unknown interferent in the patient sample cannot be ruled out as a potential contributing factor to this event. However, no additional testing was completed and there is no indication that the customer will further investigate the discordant discrepant vitros ahbs and hbsag results.

Event description:
The customer observed discordant results obtained from samples from a single patient using the vitros hbs ag and vitros anti-hbs (ahbs) on the vitros eci immunodiagnostic system when compared to (B)(6) results obtained from two different non-vitros systems. Vitros ahbs results of 25.7 and 27.1 miu/ml (B)(6) using non-vitros methods. Vitros hbsag results of 0.08 s/c (B)(6) using non-vitros methods. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The discordant (B)(6) vitros ahbs and (B)(6) vitros hbsag results were not reported by the laboratory. There were no allegations of patient harm. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).